Event description:
It was reported that the patient suffered an infection in (B)(6) 2011 at her pocket site because of a problem with her stitches. The pump was intended to infuse morphine, bupivacaine, and baclofen. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).